Event description:
Stryker serfas energy #90-s cruise suction probe #02749-401-200 connected to stryker crossfire integrated arthroscopy system generator, and was nonfunctional during surgery. FDA safety report ID # (B)(4).